Event description:
It was reported that the right ventricular lead exhibited noise. The ventricular sensitivity was adjusted. New information received on (B)(6)-2013 states the patient had two additional noise reversion since (B)(6)-2013 visit. The device mode was changed, the patient would be monitored closely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.